Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was "high" which was addressed by changing pump supplies and delivering a bolus. Reportedly, the customer was hospitalized with "high" bg levels and for diabetic ketoacidosis. Customer received an insulin drip and didn't eat or drink for 24 hours to address bg level. Customer was released from the hospital on (B)(6) 2019 with no permanent damage.